Event description:
A medtronic representative reported a navigation system behaving unexpectedly. The system was turned on and in the spine application, however, had been sitting idle for a time. The system was slow to respond and the medtronic representative noted that camera communication dropped in and out. After a hard re-boot, the navigation system returned to normal function, however, exhibited diminished camera tracking volume. There was no patient present when this issue was identified.

Manufacturer narrative:
All of the camera communication cables, the mouse, the keyboard and the input/output hub were replaced in the system. All suspect cables/parts were found to be fully functional during testing. Usb cable: performed a continuity and functional test on the cable and no issues found. I/o hub: connected the I/o hub and it communicated with the camera and computer. No issues observed at power up. Ran for over 2 hours and no issues were observed. Usb mount 3ft cable: connected the cable between the I/o hub and computer and it communicated with out issue. Ran for over 2 hours and no issues were observed. Scu (system control unit) to I/o hub cable: performed a continuity test and it passed. Connected the cable between the I/o hub and scu and it communicated with out issue. Ran for over 2 hours and no issues were observed. Scu to psu (position sensor unit, a.k.a. Camera) cable: performed a continuity test and it passed. Connected the cable between the scu and psu and it communicated with out issue. Ran for over 2 hours and no issues were observed. External scu to psu cable: performed a continuity test and it passed. Connected the cable between the scu and psu and it communicated with out issue. Ran for over 2 hours and no issues were observed. Wired mouse: connected the mouse and the pointer tracked with out issue. The buttons also work as expected. Keyboard: tested the keyboard and no issue were found, all keys are functional. Software: since system was reworked, per process the computer must be reduped prior to arrival at next destination, therefore, unable to determine root cause since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Rmas issued. Replacement parts shipped on ()(4) 2013: usb-a usb-b cable, I/o hub, usb panel mount cable set, scu to psu cable, scu to r/a psu cable and wire mouse. No parts have been retuerned to manufacturer for analysis.